Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of pelvic pain ("abnormal pain / stay home for long periods of time because of the pain") in an adult female patient who had essure (ess205) inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. In 2006, the patient had essure (ess205) inserted. Essure (ess205) was removed on (B)(6) 2022. An unknown time later she experienced pelvic pain (seriousness criteria medically important and intervention required), genital haemorrhage ("heavy bleeding, bleed through multiple pad"), dysmenorrhoea ("bed ridden every month during period"), fear ("would stay home for fear of an accident of sorts") and injury ("trauma") and was found to have weight decreased ("began losing weight"). The patient was treated with surgery. At the time of the report, the outcomes for these events were unknown. The reporter considered dysmenorrhoea, fear, genital haemorrhage, injury, pelvic pain and weight decreased to be related to essure (ess205) administration. Quality-safety evaluation of ptc: for essure (ess205): no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. Malfunction sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer, on behalf of a consumer and describes the occurrence of pelvic pain ("abnormal pain /stay home for long periods of time, because of the pain"). In an adult female patient who had essure (ess205) inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. In 2006, the patient had essure (ess205) inserted. Essure (ess205) was removed on (B)(6) 2022. An unknown time later, she experienced pelvic pain (seriousness criterion intervention required), genital haemorrhage ("heavy bleeding, bleed through multiple pad"), dysmenorrhoea ("bed ridden every month, during period"), fear ("would stay home for fear of an accident of sorts") and injury ("trauma"). And was found to have weight decreased ("began losing weight"). The patient was treated with surgery. At the time of the report, the outcomes for these events were unknown. The reporter considered, dysmenorrhoea, fear, genital haemorrhage, injury, pelvic pain and weight decreased to be related to essure (ess205) administration. Quality safety evaluation of ptc: for essure (ess205): no defect could be confirmed, by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed, with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. Malfunction sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 08-jul-2022, quality safety evaluation of product technical complaint. Based on the available information. A review of our complaint records and other relevant data was conducted. Any new and reportable information that becomes available from our investigation, will be provided in a supplementary report.